Manufacturer narrative:
A philips product support engineer (pse), spoke to the customer, who provided further details on the incident. Per the customer, a charge nurse (cn) was at the front desk and heard a red alarm on the monitor. The cn looked up and saw that it was an o2 sat reading 60%. The cn opened the patient's window to see what the waveform looked like. When it was a good waveform, the cn ran to the room (843) to respond. Upon arrival, the cn found the patient's lips to be cyanotic and the patient was struggling to breathe; the patient was treated with oxygen and recovered. Upon leaving the room a while later, the cn was concerned why the patient's nurse (rn) never responded to the situation. After discussion and reviewing the rn's phone alerts, the rn never received the alert to their phone and had been with other patients, unaware of what was occurring. A little while later (an hour or two), a similar situation occurred; this time o2 didn't drop to the 60s, but dropped below 80. The rn still had not received an alarm to phone; the cn noticed and responded. According to the pse, the bedside monitor was tested and performed normally, they provided alarms that were received at the cisco pagers. Further investigation by he pse found that three alarm messages and one cancelled message were sent from bed 843 in piicix to iem from 8:49:07am to 9:00am on (B)(4) 2019. The pse found the iem system¿s "d:" hard drive was out of free space on (B)(4) 2019 so all iem logging halted so no logs are available. Additional testing found on (B)(4) 2019 at 4:04pm that iem bed alias 843 to the iem staff assignments was not configured. Without the alias, the iem staff assigned would not have received any alarms. After requesting further details, the customer's risk manager (rm) stated "the incident did not involve phillips technology/hardware. The equipment performed as expected. Rather, the incident resulted from our organization's own established parameters." There was no product malfunction; this was a user issue, due to the customer's settings. We will consider that the customer resolved the issue and that the device remains in use at the customer site, as no subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that on (B)(6) 2019 that patient alarms were not being sent to the paging cisco phone for a patient and the patient was later found with blue lips and with difficulty breathing in room 843 at 8:50am. The customer reported that the paging system failed to provide alarms for the patient and the customer stated that there was a delay in treatment attributed to the paging system.